Event description:
Customer claims that when the sensor is detached, there is no alarm tone. All of the other unit features work fine. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows no alarm tone and that the fail safe feature did not work. (B) (4).